Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch was submitted as a second event, upon further information it was found that this reported is a cascading event of medwatch report submitted under report number 3006260740-2020-03356.

Event description:
It was reported: "8/22 @ 0756, dressing changed due to leaking and lifting up along the side. 8/22 @ 1300, vascular access team called to assess PICC due to persistent leaking; leaking was noted from the insertion site, catheter slowly pulled back with flushing and fracture noted a few centimeters down on the internal segment of the catheter." "Placement info: 5 fr triple lumen provena powerpicc placed in the right upper arm, brachial vein. 12 cm external length; securacath in place" no pt harm reported

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2044 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "8/22 @ 0756, dressing changed due to leaking and lifting up along the side. 8/22 @ 1300, vascular access team called to assess PICC due to persistent leaking; leaking was noted from the insertion site, catheter slowly pulled back with flushing and fracture noted a few centimeters down on the internal segment of the catheter." "Placement info: 5 fr triple lumen provena powerpicc placed in the right upper arm, brachial vein. 12 cm external length; securacath in place" no pt harm reported.